Manufacturer narrative:
This is a supplemental report for additional information received on 22jul2024. The fields d4 (lot number and unique identifier (UDI) #) were updated.

Event description:
It was reported that a thrombosis occurred. During a left atrial appendage closure (laac) procedure, a versacross connect kit was selected for use. There were difficulties experienced performing the transseptal puncture and several attempts were made for about thirty minutes before the interatrial septum was successfully crossed. A transesophageal echocardiogram (tee) revealed a free floating thrombus in the right atrium and heparin was administered. Act drawn later result was 308. The left atrial appendage (laa) procedure was successfully completed and the patient discharged the same day. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a thrombosis occurred. During a left atrial appendage closure (laac) procedure, a versacross connect kit was selected for use. There were difficulties experienced performing the transseptal puncture and several attempts were made for about thirty minutes before the interatrial septum was successfully crossed. A transesophageal echocardiogram (tee) revealed a free floating thrombus in the right atrium and heparin was administered. Act drawn later result was 308. The left atrial appendage (laa) procedure was successfully completed and the patient discharged the same day. The device is not expected to be returned for analysis.